Event description:
A malfunction alarm identified as malf 12 was reported, with no significant events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.